Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with a fully fired cartridge reload loaded on the device. In addition 3 reloads were received for analysis. Two reloads were received fully fired and one reload was received unfired. The device was tested for functionality with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a roux-en-y gastric bypass procedure, on the first firing with a white cartridge, while transecting the jejunum, the staples did not form properly. The staple line came apart. The staple line was then sewed manually. There was no impact to the patient.